Event description:
An endurant aui stent graft system was implanted in a patient for the endovascular treatment of a type iii endoleak, separation. It was reported that the patient was scheduled for surgery treat a type iii endoleak, separation from the aneurx and endurant aortic cuff. However the day prior to the scheduled intervention, the patient presented emergently with abdomen pain. The patient was admitted and prepared for surgery pending ruptured aneurysm. An endurant aui device was implanted on the left side and endurant 16x16x124 limb was extended into the left common. Coils and staples were implanted for the treatment of the proximal type I endoleak of the endurant aui device. A femoral-femoral bypass was performed. The patient appeared stable after surgery. The type iii endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).